Event description:
I got these tests "free" from the federal government. So really, I didn't get any tests free. I partook in storing trash in my home that would only cause me stress when trying to use and get invalid results, both times, as tests were defective. I threw the other "free" tests out also. It's not really a bonus of free testing when you send out something that doesn't work. I'm pretty sure that's called unloading your garbage while trying to make yourselves look good. Bravo in that respect! I got half of a control line each time. I threw out the tests and boxes and have no idea. Ref report: mw5163210.